Event description:
It was reported that the patient had experienced line blocked alarms due to bent cannula. The issue was resolved by changing the infusion set or site and cassette. There was patient involvement with no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.